Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that when ac power was disconnected from docking station, the radical 7 turned off. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation, the device was able to power on using ac power while docked. The unit was left charging for eight hours and when removed from the docking station, the device shut off within 10 minutes with a "low battery" error message. The battery was replaced and the unit functioned as designed. The customer address exceeded maximum allowable digits, address is as follows: (B)(6). Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event, corrected data: (report source) updated from "president" to "foreign, user facility, health professional and company representative".